Manufacturer narrative:
The flex user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced elevated blood glucose (bg) levels range (260-300 mg/dl) during troubleshooting with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended. The customer declined to check infusion set site. The customer stated to change cartridge out every 3 days. Cts educated the customer that humalog is tested up to 48 hours, to replace the cartridge every 48 hours when using humalog. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.